Event description:
During a bypass procedure, there was no electricity going to the bypass pump machine. The cords were put in another electrical outlet. During that interval, the pump was on back-up battery. Biomed, maintenance, and the charge nurse were notified. Machine was taken out of circulation for testing. Possible cause was heaters/coolers were plugged into the same 20 amp circuit. The combined draw is 27 amps, tripping the circuit breaker.